Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin levels in the reservoir and the insulin pump indicator were displaying different values. Customer declined to provide their blood glucose level; however, did mention they noticed high blood glucose when reservoir was nearly empty. Customer mentioned the low reservoir alert occurred earlier. Customer used the same reservoir in the insulin pump for over 10 days, customer was advised the issue might be disposable related. Troubleshooting for the possible over or under delivery was not performed. The insulin pump is not returning for analysis.